Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose of 530 mg/dl. The caller stated that they did not feel comfortable changing the infusion set to one from their current box because that box of sets had many issues. Troubleshooting was initiated for the hyperglycemia. The customer did not feel any symptoms of the high blood glucose and treated with a manual insulin injection. There were no apparent anomalies with the insulin pump or its settings. A high pressure test was performed and passed. No products were returned and the caller requested six replacement infusion sets.